Event description:
This is a non-us event. The event occurred in canada. The consumer stated her tampon contained two pledgets inside of the applicator. She indicated that she experienced pain upon insertion of her tampon. When she removed it she discovered it contained two pledgets.

Manufacturer narrative:
Complaint samples were not returned; therefore a product evaluation was not possible. Failure mode was not confirmed. A document and records review was performed of the reported lots. Documentation assessed included: manufacturing, micro, qa audit, operator entry, operator and production line logs, raw material, finished product testing and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the root cause could not be determined.